Event description:
It was reported that the lead was explanted due to rv lead noise and short pauses. There were no patient consequences.

Manufacturer narrative:
External insulation abrasion was noted at 19.0 to 19.3 cm and 19.2 to 19.3 cm from the connector pin consistent with lead friction to the device can. This is consistent with the observation from the field of noise